Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported the only info to the rep was that the stapler didn't fire or cut. They opened a reload but converted to an endoloop. There was no consequence to the pt.